Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID is (B)(6). The date the patient¿s pain symptoms began is unknown. Additional device product codes are kwp and mnh. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record (DHR) review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR records for the raw material lot further indicate that the raw material underwent all required inspection and test requirements with no nonconformities reported. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to postoperative pain. Initially, the patient underwent a scoliosis correction procedure at levels t4 to t8 on (B)(6) 2016. During the initial surgery, after implantation of all hardware was completed, the sensory signals measured with neuro monitoring equipment, were lost (absence of sensory signals). It was clarified that this loss of sensory signals was not due to the failure of the neuro monitoring equipment. The patient was lightened up from anesthesia in order to evaluate the patient's sensory/ motor responses. The patient was able to move all four extremities. The surgeon resumed surgical correction but the patient again lost sensory signals. The surgeon decided to complete the case with less than originally anticipated degree of correction. The patient had appropriate sensory signals at the end of the case. The patient experienced nerve pain postoperatively (date unknown). The surgeon was concerned that the pedicle hooks implanted at levels t7 and t8 may be too large and may be causing a nerve compression. On (B)(6) 2016, the patient came back for a revision. The surgeon removed the two hooks, both on the left, and replaced them with screws. The surgeon found a large bone fragment in the neuroforamen near t7, which the surgeon suspects was the cause of the pain. The surgeon also suspects the fragment was from bone that was removed and then placed as a graft to encourage fusion and does not believe the fragment was generated by the hooks. The revision surgery was completed successfully without surgical delay. The neuromonitoring results reportedly looked good. This report is 2 of 2 for (B)(4).